Event description:
Medical society president implanted me with what he had told me were dow breast implants. I had a meeting with dr in his office and he went into great detail telling me of the lifetime warrenty, safety and the great american company that dow was and that he only used dow for these reasons. - this can be confirmed with a partner to dr. I soon began experiencing unexplained illnesses and symptoms that could not be diagnosed. In 1993, I was diagnosed with sle lupus and signed with the global settlement. My medical records were never given to me and my dr had filed the country with his medical records. I was able to locate some of my records through the now defunct surgical center but it listed the implants only as 200cc silastic prosthesis. Dow refused to deal with me unless I was explanted. In 2006, I was explanted, imagine my surprise when the implants read depuy 200cc. I was shocked, these were not the implants shown to me in the dr's office prior to surgery. I began to research and contacted another dr immediately to see if he had heard of these implants. I also called depuy in warsaw, indiana -doing business there since 1895, now a johnson & johnson co. Depuy told me they never made breast implants. I told them I had just been explanted with their implants and kept them as proof. An hour later the depuy legal dept called me back and told me that they had made breast implants in the 1970-1980's and basically to go pound sand. Dr referred me to a third dr. Here is what I learned from him. A dow employee, deceased, designed the depuy breast implants. The implants were to be investigational and were made with dow silicone. Dow is aware of this as per depostion #mdl 926. These were experimental and were implanted in me without my knowledge or consent. I was unwittingly used as a human guinea pig by a trusted medical professional and 2 large corporations. I am sick, I am furious and my claim is still being denied. Dr wants my implants to do a report on, I am waiting to hear from you first. It appears my implants might be the only ones that can prove these even existed. Please advise.